Event description:
Cath lab staff were preparing for a procedure. When the nurse opened the cardiac cath pack, there was a small black piece of fiber approximately 1/8 inch long. There was also hair noted on the bottom of the guidewire. The manufacturer has sent correspondence in which they reviewed their process by failure modes and effects analysis. They are continuing to review all contamination controls within the facility. The review includes all areas from receipt of product until the components are placed inside a pack.